Event description:
Eleven months old male admitted for diagnosis of diarrhea and vomiting. As reported by pt's mother, child fell head first to the floor from the crib. CT scan results indicated a right frontoparietal fracture. Per pediatrician, child had no loss of consciousness, had an immediate cry and was consolable. Internal investigation underway at user facility.